Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor would not power on. The cause of the inability to power up is corrosion on connector j2005 of the auxiliary board. This corrosion caused the power supply lines to short. The root cause of the corrosion cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the corroded connector. The last pt to use this monitor did not report any deficiencies.

Event description:
A (B)(6) male contacted zoll customer support to report that his monitor would not power on. The pt received a replacement monitor.